Event description:
It was reported that the patient was transferred to the cot outside of the ambulance, the headboard of the cot was raised and locked into place. After raising the foot section, the head section of the cot dropped down. The patient was startled when the cot dropped and raised their head abruptly and hit their forehead on the lever of a table. This caused the patient to suffer a head laceration. The laceration was on the left side of the forehead above the eyebrow. The size of the laceration was described as approximately 3 x 3 cm and had the shape of a right angle. The laceration was stitched at the target hospital in the surgical department.